Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This event will be further updated following completion of lab analysis. At this time, no additional information is available.

Event description:
Boston scientific crm received information that this device was explanted due to system erosion. No adverse patient effects reported and the explanted device is expected to be returned.

Event description:
--